Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat degenerative joint disease secondary to lupus. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat tibial tray loosening. Upon entering the joint, the surgeon evacuated edema and performed a complete synovectomy. The tibial tray was loosened at the cement to implant interface and easily removed. The femoral component and patella were well fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received an attune revision tray and stem depuy cement. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019; right knee.